Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the ins stopped working last night. The patient turned over and couldn't feel stimulation. They tried to use the patient programmer (pp) and saw an informational power on reset (por) message. While on the call they were using the pp and the informational por changed to a warning por. It was recommended that the patient consult with their healthcare provider (hcp) to clear the por. The patient mentioned that they had been in a car accident march 17 and had met with a manufacturer representative 4 weeks ago at the hcp office.